Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported insulin squirting out from the insulin pump during prime. The customer was unable to complete troubleshooting during the phone call with the helpline because the infusion set had already been changed. The customer reported bent needles of infusion sets, and possible venting issues with the sets. The customer also reported a no delivery alarm from the insulin pump about a month prior to the present phone call with the helpline. The customer was advised to monitor the device and to call the helpline back to complete troubleshooting if the issue recurred. The customer's last known blood glucose value was 167 mg/dl. No further information was provided.